Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not returned.

Event description:
Patient was revised due to pain and slight elevation of ion levels.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address scar tissue and greyish yellow fluid. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Update: (B)(4) 2013 - updated litigation received. Patient deceased and (B)(6) is now the plaintiff as administrator of the patient's estate. Litigation alleges discomfort and radiology showing lucency along the inferior medial aspect of the acetabular cup. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.